Manufacturer narrative:
Reader(B)(4)has been returned and investigated. Visual inspection was performed on the returned reader and damage to the internal port pins in the usb port was observed. The customer did not return their charging cable or adapter. The reader's built in test's were successful. The reader was sent for further investigation and de-cased. Visual inspection was performed on the reader's pcba (printed circuit board assembly) and no signs of damage, burn marks, or corrosion was observed. The reader was placed in the approved testing fixture and the reader's log was downloaded. Power consumption testing was unable to be performed due to the damaged usb port. The observed damage to the internal port pins is consistent with the customer using an incorrect cable or having applied excessive force to insert the cable into the readers usb port. As a result the usb port no longer functions. Therefore, the issue is not confirmed due to the damaged usb port. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.